Event description:
As reported: extravasation on angio. Held manual pressure and ballooned access site for 40 minutes with a 6 x 20 balloon. Placed a 7 x 26 covered stent. Physicians believe bleeding was coming from inferior epigastric artery not access site. Final angiograms showed no extravasation.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Noted the lot expiration date is 05-may-2022 and the procedure event was (B)(6) 2022. Based on the information submitted, following a protected pci procedure, a 14f manta was deployed for closure in the left common femoral artery. This was the physician's first deployment. Arteriotomy was noted 7.0mm with moderate proximal circumferential calcification, circumferential wall calcification, and a depth measurement of 3cm. Micropuncture and ultrasound were utilized to gain a higher positioned access. Issues were encountered advancing or withdrawing the procedural sheaths and advancing the a super stiff guidewire and dilators. Following deployment, hemostasis was immediate however an angiogram indicated extravasation. Manual pressures and balloon inflations were applied for forty minutes. A covered stent was deployed to stop the bleed; and a final post angiogram no longer indicated extravasation present. The physician determined the bleeding was coming from the inferior epigastric artery and not from the access site. Complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are listed in the IFU as possible adverse events related to vascular closure devices. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure preparations state to confirm via femoral arteriogram, single wall puncture in the common femoral artery and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.